Event description:
Pt's clinical history: male pt with a chronic pocket infection (reported since 2-09), acute pneumonia and acute sepsis (white blood cell count = 40+). Unk exact date of device implantation, approximately 7 yrs prior in mexico per pt. Procedure: md utilized a 14f sls and lld#1 to remove the ra lead successfully. Upon the attempted removal of the rv lead, the md was able to advance to the tip of the lead but was unable to remove. It was at this point the md noted changes in the pt's pressure, the CT md was called, chest cracked, svc tear repaired, and rv lead removed. Transesophageal echocardiogram revealed multiple thrombus in right atrium. Pt status: death. Device analysis: there were no devices returned to spnc for analysis. However, there were no indications the spnc device was involved in the pt outcome. Md reported the spnc devices did not contribute to the pt's demise. A review of the lot history record revealed no issues or non-conformances with specific lot.